Event description:
It was reported to philips that the device experienced a battery failure and the battery (lot 19036-0014-p) was completely dead. Multiple attempt s were made to jumpstart the battery but they were unsuccessful. There was no reported patient or user involvement and no adverse patient/user impact.